Event description:
It was reported by the sales rep that during a system 6 trial, a blade flew out of the handpiece. The first time the tech loaded and locked a blade in place there were no problems; the surgeon performed a successful cut. After changing the blade out to do a box cut, the trigger was squeezed and the blade flew out. When the blade flew out it hit another surgeon in the face; the surgeon struck was wearing a face shield, there was no injury to the surgeon. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
As of 08/11/2009 the handpiece has not been returned for eval. No conclusion can be drawn.